Manufacturer narrative:
The device was received with a cracked select button on the keypad overlay. The device passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring was cracked from reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir did lock in place but the last 3 times when removing the reservoir it was slowing chipping away. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.